Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the battery inside their body was too old. The doctor was going to replace the body battery. Surgery was scheduled for (B)(6) 2021. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt said she just received the replacement insr and she has been trying to charge her implant but it does not work. Pt said she has been trying to charge for the last 2 weeks and it does not work. Pt described reposition antenna screen. Pt said she last felt stim a few weeks ago and last recharged her ins maybe like 4 weeks ago. Pt said she has amnesia from a brain injury and recently spent like 17 days in the hospital and was very sick in bed so did not charge and had not been using the stimulator. Pt got her patient programmer (pp) and tried to synch with the pp. After changing the batteries and trying to synch with and without the antenna pt reported seeing poor communication on the pp. Additional information received from a consumer via a manufacturer representative (rep). The ins was overdischarged due to pt compliance. Device was trickle charged and the power on reset reset. Issue resolved. Additional information was reported that the patient was in the hospital due to their stomach. The patient noted they have a j-g tube. The patient was in bed for 17 days in the hospital, and the patient was not able to charge their ins for 7-9 days. The issue has since been resolved. The ins was not charging the battery in the patient's buttock. The patient was sent a different cable. Both the ins and cable were not helping the patient charge their body. Everything is working now, but the battery in their body is taking too long to charge.